Event description:
The customer called philips to report that their mp40 bedside monitor was showing a speaker malfunction error message. The device was not in use on a patient at the time of event, there was no patient involvement.